Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were

Manufacturer narrative:
B3: date of event: corrected from (B)(6) 2020 to (B)(6) 2018.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on 26-mar-2018, it was noted that the tip of the ivc was just below the level of the renal veins. In the coronal plane, the filter tip was minimally tilted off-center (3 degrees). In the sagittal plane, the tip was tilted slightly posterior (5-6 degrees). There was a slight extension of the distal struts beyond the wall of the ivc. The most significantly displaced strut was the posterior left strut which had a 2 mm fat plane between the strut in the wall of the ivc. This structure and the directly posterior strut both appeared to contact the cortex of the l3 vertebral body.